Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during drain nine of ten of peritoneal dialysis therapy. The home patient was not connected. Troubleshooting determined the alarm was due to a loose connection between the patient line and the transfer set. The technical service representative assisted the caregiver in clearing the alarm and advised the caregiver to complete therapy using all new supplies or manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a loose connection was reported and is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.